Manufacturer narrative:
Submit date: 06/23/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a saliva ejector. The customer reports that device does not fit their scope. The blue cap piece falling off in patient. No additional information has been provided.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. No samples were received by covidien for evaluation. Because samples were not available for evaluation, the issue reported by the customer could not be confirmed. Due to the sample has not been received for evaluation the failure mode reported could not be confirmed therefore the root cause was not identified. However in previous evaluations with the same failure mode root cause could be gun wear on dispenser that occasioned no adhesive in saliva ejector tip. Corrective action actually in the machine extruder # (B)(4) performs the 100% automated assembly of the blue tip. Begins on (B)(6) 2010, 100 % automated pull test machine was set up in performing the pull test (2.0 lbs.) As a minimum operation on all assembled saliva ejectors re-adjustment of solvent applicator airline that helps maintains consistency on the solvent application process. The above mentioned actions were implemented on the dates as written, without a lot number it cannot be determined if the specific device that failed per this customer complaint was manufactured prior or after the actions above listed. The maintenance of the gain kit dispenser was included in maximo system to perform periodically maintenance. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.